Event description:
It was reported during a routine follow-up that the patient's right atrial (ra) lead had dislodged. Patient was reported to have low energy. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.